Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. A deep scrape mark is observed on the outside edge of the haptic near the gusset area. Scratches are observed in the center of the optic on both the anterior and posterior sides of the optic. The cartridge was not returned for evaluation. All product and batch history records are quality reviewed prior to product release. Qualified associated products were indicated. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was torn in the handpiece prior to implanting in the patient's eye. A backup lens was used to complete the procedure. Additional information was requested.